Event description:
This is the second of two reports. (Same patient, same incident, different products). This report is in regards to the a2009 ultra 360 patient positioning system. Linked to mfg. Report number: 3004608878-2016-00103. It was reported that the patient could not be fixated. There was patient contact and the patient was injured. It was unknown if the event led to an increase in surgery time. Additional information received on 13apr2016 with the following: with regards to the a2009, it was reported that it was too strong and although they changed the settings, the customer felt it was too dangerous to work with: the operators always had a recoil when they opened it. The other problem was that it was too loose in itself so that they could not fix the patient. They changed the whole system during the operation and used their old system, which needed time of more than one hour. The (B)(6) female patient was asleep during this time. Patient outcome was reported as "everything is o.k. With this patient now". Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 07jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: during testing the a-2009 ultra 360 patient positioning system the following has been observed: the tension of the upper handle was too low. The dial gauge has shown a value of 10 kg before the upper handle deepened. After the readjustment of the tension of the upper handle, as it is described in the IFU, the upper handle did not deepened, even at the value of 27 kg. Device history record reviewed for this product ID (a2009) work order # (B)(4) manufactured on december 20, 2013 show no abnormalities related to the reported failure. A total of (B)(4) devices were manufactured during this period and passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. The customer's complaint was unable to be confirmed. The root cause could not be determined.